Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported via the implant patient registry that this patient with a 25mm valve, implanted approximately for 16 years and three (3) months, underwent a valve-in-valve procedure due to aortic stenosis. The tavr was performed with a 26mm valve. There was no aortic insufficiency noted post valve deployment. Subsequently bioprosthetic valve fracture was carried out with a 26mm balloon. This resulted in excellent hemodynamic characteristics. The patient tolerated the procedure well and was delivered to recovery in stable condition. The patient was discharged on pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and b7.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this patient with a 25mm valve, implanted approximately for 16 years and three (3) months, underwent a valve-in-valve procedure due to aortic stenosis. The tavr was performed with a 26mm valve. There was no aortic insufficiency noted post valve deployment. Subsequently bioprosthetic valve fracture was carried out with a 26mm balloon. This resulted in excellent hemodynamic characteristics. The patient tolerated the procedure well and was delivered to recovery in stable condition. The patient was discharged on pod #1.